Manufacturer narrative:
H.6. Investigation: bd received eleven (11) samples and four (4) photos from the customer for investigation. The photos were reviewed and the customer¿s indicated failure mode for hole in product and leakage with the incident lot was observed. Additionally, all customer samples were evaluated by functional testing and the indicated failure mode for hole in product and leakage with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. The root cause of the holes in tubing is a crash jam that occurred on the multivac loader machine. Further processing of the parts occurred with inadequate purging of the line.

Event description:
It was reported the bd vacutainer® push button blood collection set experienced failure of product to contain blood/medication. Hole in the device and leakage events occurred 1 time each. The following information was provided by the initial reporter. The customer stated: "the tubing has a hole in it and blood is leaking out near the luer." There was no exposure to the patient or health care worker.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: common device name: intravascular administration set. Medical device type: fpa. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® push button blood collection set experienced failure of product to contain blood/medication. Hole in the device and leakage events occurred 1 time each. The following information was provided by the initial reporter. The customer stated: "the tubing has a hole in it and blood is leaking out near the luer." There was no exposure to the patient or health care worker.